Manufacturer narrative:
No sample was returned to the manufacturer for evaluation. A review of the device history record does not indicate any issues that could have caused or contributed to the reported event. The instructions for use states "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Event description:
It was alleged by the patient's attorney, "as a result of having the products implanted, the patient has experienced significant mental and physical pain and suffering, and have sustained permanent injury and substantial physical deformity."

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced urinary retention, incomplete bladder emptying, vaginal granulation tissue, pain with sitting, vulvar abscess, rectal abscess, surgery for revision of the mid urethral sling, excision of granulation tissue and incision and drainage of left buttock abscess, chronic anal fissures, chronic constipation, hemorrhoids, urinary tract infection, having to strain to void, urinary hesitancy, vaginal bleeding, anemia, blood in urine, adenomatous polyp, hemorrhage of rectum and anus, slow urinary stream, recurrent cystitis, and leukopenia.